Event description:
Additional information received indicated the patient presented in clinic where the ICD was interrogated and the ble telemetry reconnected. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.